Event description:
Case reference number (B)(4) is a spontaneous report sent on 28-feb-2023 by a 51-year-old female patient concerning herself. Additional information was received on the same day from a registered nurse. The medical history of patient included anxiety, allergy to sulfa and hydromorphone. Concomitant medications included xanax [alprazolam] for anxiety and adderall [amfetamine aspartate, amfetamine sulfate, dexamfetamine saccharate, dexamfetamine sulfate]. The patient had previously received treatment with unspecified fillers, juvederm ultra to cheeks, nasolabial folds, marionette lines and belotero to perioral lines on (B)(6) 2015. On (B)(6) 2021, the patient received the first dose of pfizer covid-19 vaccine and second dose on (B)(6) 2021. In early 2022, she also received 2 doses of pfizer covid-19 vaccine. On (B)(6) 2022, the patient received shingles, flu and pneumonia vaccines. On (B)(6) 2023, the patient received treatment with 4 ml of restylane (lot 17629), 2 ml to each side of cheek using 27g needle with unknown injection technique to lift nasolabial fold. About 9-10 days after treatment in (B)(6) 2023, the left cheek of the patient became very tender (implant site pain) then began to swell/edema (implant site oedema) and turned pink (implant site erythema). On (B)(6) 2023, the patient had experienced cellulitis (implant site cellulitis) of the right cheek. The patient contacted the injecting hcp who treated her with 875 mg of amoxicillin [amoxicillin] twice daily and doxycycline [doxycycline].100 mg twice daily from (B)(6) 2023 to (B)(6) 2023. The treatment improved the condition but then worsened. On (B)(6) -2023, the patient went to the emergency room, and they treated her with IV vancomycin [vancomycin], ceftriaxone [ceftriaxone] and prednisone [prednisone]. The patient stayed overnight at emergency room and later discharged on oral cefuroxime [cefuroxime] 500 mg two times a day, oral doxycycline 100 mg twice a day and 4 days of oral prednisone. She started to notice improvement for a few days and then it returned to how it was, all tender and pink and puffy. On (B)(6) 2023, the patient contacted the injecting hcp who gave her a ton of antibiotics. The patient was started on 500 mg of flagyl [metronidazole] four times a day and 500 mg of ciprofloxacin [ciprofloxacin] four times a day, and 1 gram tablet of cefuroxime [cefuroxime] twice daily. The patient had some improvement for a few days maybe 7-9 days then came back to all the original symptoms. The patient did not know if she had abx resistant bug or something else. Thereafter, the injecting hcp advised the patient to go to the poly clinic and also referred to ent. On (B)(6) 2023, the patient had undergone incision and drainage (ID) at the polyclinic. On (B)(6) 2023, the hcp at the poly clinic saw the patient for the first time. The hcp reported that she at first developed right cheek swelling. By the time they saw her the swelling had extended beyond the area to below and towards her ear. She had also mentioned fever (pyrexia). The patient had undergone cbc test which revealed wbc was elevated (white blood cell count increased) at 14.3 and CT scan of face. They stopped all per oral antibiotics and gave her an IV dalvance [dalbavancin]. The patient was sent home and told to monitor her symptoms. The treatment helped for another 7-9 days and then the symptoms were back. The area was super puffy, tender, and pink again. In addition, the patient could feel little nodules (implant site nodule) under there and the CT scan confirmed that there was something under there. On (B)(6) 2023, the patient was seen by ent physician and no interventions were performed. On (B)(6) 2023, the patient came back to hcp with very little improvement. Her wbc was lower this time but still elevated at 12.4. The patient was sent home with per oral clindamycin [clindamycin] as needed for any fevers or increased redness. The hcp had planned to have a CT scan and to work with the injecting provider to get the filler dissolved. According to the patient, nothing was recovering, her cheek was still tender, swollen and pink, and she could still feel nodules. The hcp had treated the patient with percocet [oxycodone hydrochloride, oxycodone terephthalate, paracetamol] and tramadol [tramadol] to manage the pain. On (B)(6) 2023, the patient was treated with clindamycin [clindamycin] 300 mg four times a day. On (B)(6) 2023, the patient had received 2 vials of hylenex (vorhyaluronidase alfa) to dissolve the restylane on the right cheek. There was significant improvement of symptoms. By (B)(6) 2023, there was almost complete resolution of edema, erythema and warmth (implant site warmth). There was a small nodule on the right medial upper cheek. On (B)(6) 2023, the patient has a scheduled ent appointment. Outcome at the time of the report: swell/edema was recovering/resolving. Nodules was recovering/resolving. Wbc was elevated was recovered/resolved. Pink was recovering/resolving. Tender was recovering/resolving. Fever was recovering/resolving. Cellulitis was recovering/resolving. Warmth was recovering/resolving tracking list: v.0 initial. V.1 fu received on 29-mar-2023 from another physician via nurse practitioner. Events (implant site cellulitis and warmth) added. Coding of event implant site swelling changed to implant site oedema. Medical history, past filler treatments, vaccination details, suspect device implant date, volume, needle type, lot number, expiry date, events onset date, outcome, reporter causality and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious expected events of oedema, nodule, cellulitis at implant, and the non-serious expected events of pain, erythema, warmth at implant site, pyrexia and the non-serious unexpected event of white blood cell count increased were considered possibly related to the treatment. Seriousness criteria include the need for multiple medical and surgical interventions and hospitalization to prevent permanent damage. The potential root cause is the treatment procedure. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: restylane-routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: restylane-no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Manufacturer narrative:
Company comment: the serious expected events of swelling, nodule at implant, and the non-serious expected events of pain, erythema at implant site, pyrexia and the non-serious unexpected event of white blood cell count increased were considered possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root cause is the treatment procedure. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on (B)(6) 2023 by a 51-year-old female patient concerning herself. Additional information was received on the same day from a registered nurse. The medical history of patient included anxiety, allergy to sulfa and hydromorphone. Concomitant medications included xanax [alprazolam] for anxiety and adderall [amfetamine aspartate, amfetamine sulfate, dexamfetamine saccharate, dexamfetamine sulfate]. The patient had previously received treatment with unspecified fillers. On (B)(6) 2021, the patient received the first dose of pfizer covid-19 vaccine and second dose on (B)(6) 2021. On (B)(6) 2022, the patient received shingles and pneumonia vaccine. On (B)(6) 2022, the patient received treatment with restylane to bilateral cheeks (unknown amount, lot number, injection technique and needle type). About 9-10 days after treatment (also reported to be on (B)(6) 2023), the left cheek of the patient became very tender (implant site pain) then began to swell (implant site swelling) and turned pink (implant site erythema). On (B)(6) 2023, the patient contacted a physician who started her on augmentin [amoxicillin, clavulanic acid] and doxycycline [doxycycline]. On (B)(6) 2023, the patient contacted the injecting hcp who treated her with 875 mg of amoxicillin [amoxicillin] twice daily which did not help. On (B)(6) 2023, the patient went to the emergency room, and they treated her with IV vancomycin [vancomycin], ceftriaxone [ceftriaxone] and prednisone [prednisone]. The patient stayed overnight at emergency room and later discharged on oral cefuroxime [cefuroxime], oral doxycycline, and 4 days of oral prednisone. She started to notice improvement for a few days and then it returned to how it was, all tender and pink and puffy. On (B)(6) 2023, the patient contacted the injecting hcp who gave her a ton of antibiotics. The patient was started on 500 mg of metronidazole [metronidazole] and 500 mg ciprofloxacin [ciprofloxacin] every eight hours, and 2 x 500 mg tablets of cefuroxime [cefuroxime] twice daily. The patient had some improvement for a few days maybe 7-9 days then came back to all the original symptoms. The patient did not know if she had abx resistant bug or something else. Thereafter, the injecting hcp advised the patient to go to the poly clinic. On (B)(6) 2023, the hcp at the poly clinic saw the patient for the first time. The hcp reported that she at first developed right cheek swelling. By the time they saw her the swelling had extended beyond the area to below and towards her ear. She had also mentioned of fever (pyrexia). The patient had undergone cbc test which revealed wbc was elevated (white blood cell count increased) at 14.3 and CT scan of face. They stopped all per oral antibiotics and gave her an IV dalvance [dalbavancin]. The patient was sent home and told to monitor her symptoms. The treatment helped for another 7-9 days and then the symptoms were back. The area was super puffy, tender, and pink again. In addition, the patient could feel little nodules (implant site nodule) under there and the CT scan confirmed that there was something under there. On (B)(6) 2023, the patient came back to hcp with very little improvement. Her wbc was lower this time but still elevated at 12.4. The patient was sent home with per oral clindamycin [clindamycin] as needed for any fevers or increased redness. The hcp had planned to have a CT scan and to work with the injecting provider to get the filler dissolved. According to the patient, nothing was recovering, her cheek was still tender, swollen and pink, and she could still feel nodules. The hcp had treated the patient with percocet [oxycodone hydrochloride, oxycodone terephthalate, paracetamol] and tramadol [tramadol] to manage the pain. Outcome at the time of the report: swell was not recovered/not resolved/ongoing. Nodules was not recovered/not resolved/ongoing. Wbc was elevated was recovering/resolving. Pink was not recovered/not resolved/ongoing. Tender was not recovered/not resolved/ongoing. Fever was unknown.